Event description:
On 02/10/2025, a sales representative reported via email that an ar-2290 proximal tenodesis implant system had an issue when inserting the button. The piece holding it on the button inserter broke off in the button, and they could not get it in there. There was no impact on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is misuse due to the excessive force used to pry and/or leverage the device.